Event description:
Discordant, falsely elevated sodium (na) and potassium (k) results were obtained on patient samples on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The sample was repeated on an alternate instrument, resulting lower than the initial result. The corrected results were not reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and k results.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The customer replaced the integrated multi-sensor technology (imt) sensor, however the system generated high bias value on dilution check. The cse found numerous trapped bubbles in both of the d1 and d2 tubings. The cse also noted that the flush valve was not delivering sufficient flush to the imt port during imt auto alignment. The cse replaced the flush solenoid. The cse also replaced the 3-way valve under the imt port and replaced all imt tubing. The cse checked the pump rate and ran a dilution check. Both were within specification. Three patient precisions were run and five patient samples with exl were run for comparison. All were within specification. The cse ran quality controls (qc) for electrolytes, which were within acceptable ranges. The cause of high sodium and potassium results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.